Event description:
Upon setup of the ventilator after conversion service, the customer reported the unit would not transition from ac power to battery power. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem. The fse reported inspection of the power supply removed from the unit observed the mounting screws on the fan shroud were inverted as mounted from the inside.